Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was 400 mg/dl. The customer's mother stated that the buttons were not working but she was able to use the esc button to get to the home screen. The customer treated high blood glucose levels with manual injection. The call was disconnected. Nothing further reported.